Event description:
It was reported the pt's ipg is shallow and is causing discomfort at the pocket site. It was reported the physician plans to perform an ipg site revision. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.